Event description:
New information indicated that the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported event of intermittent undersensing was not confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Analysis of the device image revealed no anomalies. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited intermittent ventricular undersensing. No further information was reported.